Manufacturer narrative:
An event of device migration (embolization) during the implant, and the patient experiences a drop in blood pressure was reported. Abbott requested for imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that procedural condition due to the lock being too close to the connector and causing too much tension on the cable when releasing the occluder could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The patient's landing zone was measured under the following views: 19-20mm at 45 degrees, 22-24mm at 90 degrees, and 21-22mm at 135 degrees. Sizing was determined with transesophageal echocardiogram (tee). Tee was also used for the procedure. During the procedure the occluder was repositioned once. Close criteria were met. A tension test was performed. The occluder had a tire-shaped compression. Upon release of the occluder from the delivery cable the occluder embolized to left ventricular outflow tract (lvot). The occluder was snared and removed from the patient through the femoral vein. The patient remained hemodynamically stable throughout the procedure. The patient experienced a drop in blood pressure. The patient status was stable. Per the physician, the embolization may have been due to the lock being too close to the connector and causing too much tension on the cable when releasing the occluder.